Event description:
On (B)(6). 2023, the user contacted dario to report receving high blood glucose (bg) readings. The user reported that the high readings occurred since purchasing the dario meter one month earlier. The user reported that she received a bg reading of 304 mg/dl from her dario meter compared to a bg reading of 248 mg/dl from her non-dario meter.

Manufacturer narrative:
During troubleshooting on the phone with (B)(6). Representative it was determined that the user was storing her cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." In addition, it was also determined that the user was touching the testing site of the test strip when removing the test strip from the cartridge. Dario's user guide states in the section of test strip precautions: "do not touch the yellow testing site when handling the test strip". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.